Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone (concentration and dose unknown) via an implantable infusion pump. The reporter also mentioned morphine, but could not clarify whether the pump also contained morphine. Indications for use included non-malignant pain. It was reported that the patient was taken to the hospital experiencing "hallucinations and things like that; overall general not knowing what's going on, detached." Interventions included adjusting the dose down on (B)(6) 2015. The patient also underwent a battery of tests which all reportedly turned up negative, and the diagnosis was that she was over-medicated. They also did a spinal tap. The event date was reported as (B)(6) 2015. The patient's status as of (B)(6) 2015 was that the patient was hospitalized. No diagnostics, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the health care provider (hcp) reported that this episode was not directly related to the pump dosage, and specified "dementia/psychosis/unknown cause" as other factors that might have contributed to this event. The hcp had been increasing the pump since the episode, with no problems noted with the higher dosage. Additional information received from the health care provider (hcp) reported that they are just not sure what caused the episode. The patient does not have a history of dementia or psychosis. It was noted that while it seems possible that the event was related to the drug, it has not occurred since and the patient was tolerating the drug well. They continue to monitor for any similar symptoms or issues, as they do for all pump patients. The health care provider (hcp) had no further information to provide regarding the event.

Event description:
Additional information received from the health care provider (hcp) reported that diagnostics included interrogation of the pump by the manufacturing representative. On (B)(6) 2015 it was noted that the pump dose had been decreased to minimum rate mode and the personal therapy manager (ptm) was disabled. It was reported that this episode was not directly related to the pump dosage. The patient outcome was not reported. Further follow-up was requested related to the other factors that might have contributed to this event and the resolution.